Event description:
It was reported to the manufacturer, by the end user, per the end user, that spouse called (B)(6) 2021 requesting service for the current dolphin. Then she stated the rails are too small. I questioned her and she was not very cooperative and proceeded to say her husband, the (B)(6) patient fell. When I asked her did the patient fall out of the bed and she stated yes (also expressed she does not have time to fill out a report). I asked (B)(6) again, if the patient fell out of the bed because of the railing, she stated the caregiver...actually she stated that's what they said. She stated they said he fell when getting him out of the bed. I called customer support regarding larger rails for the bed and she stated they do not come any larger. Trying to get any information from the wife was very hard, when I stated that someone will call about the service she said okay bye and hung up. Before that, I asked her if her husband was injured, she said no, I don't think so. She mentioned the patient is with the paramedics and I asked her because of the fall and she said I don't know. Complaint #(B)(4) was entered into our system to have the bed, mattress and control unit returned for investigation. As of this writing, the units have not been returned.